Manufacturer narrative:
Na

Event description:
During a gastric by-pass surgical procedure, the heat shrink tube separated from the grasper tip, and fell into the patient. The heat shrink tube was removed from the patient. There was no harm to the patient.